Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008 and discovered a crack in the peri-pump tubing. The fse replaced the peri-tubing and verified all hardware verification testing passed within specs. On (B)(4) 2008, the fse replaced the peristaltic pump assembly and installed new peri-pump tubing. The fse verified all hardware verification testing passed within specs. The unit confirmed to the MFR's performance specs. A system check performed on (B)(4) 2008 passed specs. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events. All related mdrs: 2122870-2011-03441, 03593, 03594, 03595, 03596, 03597, 03598, 03599, 03600, 03601, 03602, 03603, 03604, 03605, 03606, 03607, 03608, 03609, 03610, 03611, 03612, 03613, 03614, 03615, 03616, 03621, 03622, 03623, 03624, 03625, 03626, 03627, 03628, 03629, 03631, 03632, 03633, 03634, 03635, 03636, 03637, 03638, 03639, 03640, 03641, 03642, 03643, 03644, 03645, 03646, 03647, 03648, 03654, 03656, 03658, 03660, 03662, 03665, 03668, 03671, 03674, 03676, 03678, 03679, 03680, 03681, 03682, 03683, 03684, 03685, 03687, 03688, 03689, 03690, 03691, 03692, 03693, 03694, 03695, 03696.

Event description:
The customer reported erroneous thyroid-stimulating hormone (tsh), prostate-specific antigen (psa), total/free prostate-specific antigen (fpsa), rubella igg, vitamin b12, ferritin, testosterone, thyroglobulin antibodies (tgab), and cortisol results for (B)(6) pts involving unicel dxi 800 access immunoassay system. This report refers to pt number sixty-nine. The customer stated the unit received substrate dispense errors. The customer performed quality control (qc) and system check to verify system performance, but both tests failed to meet specs. The erroneous results were released out of the laboratory and corrected results were obtained. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.